Event description:
It was reported that while starting a da vinci s surgical procedure, the site experienced a system error. With the assistance of an isi technical support engineer the site confirmed that the vision side cart (vsc) transformer had a blown fuse. The site attempted to replace the fuse, however the system issue continued to occur. The patient was under anesthesia with port incisions made, when the surgeon decided to abort the planned surgical procedure.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system fault experienced by the customer was associated with the vision side cart (vsc) isolation transformer. The fuses on the vision side cart were replaced to repair the system. As of august 16, 2012, there have been no reported recurrences of the issue at this hospital.